Event description:
It was reported that during a procedure involving the evolutr-29-us transcatheter aortic valve, a patient with a diagnosis of aortic valve stenosis and several comorbidities, including dyslipidaemia, hypertension, severe chronic obstructive pulmonary disease, porcelain aorta, and carotid stenosis, underwent an initial implant on (B)(6) 2017. At the time of the procedure, the grade of paravalvular leak (pvl) was noted as mild. The patient was discharged on (B)(6) 2017, with a pseudoaneurysm, which was assessed as not related to the device, and the grade of pvl remained mild, while central aortic regurgitation (ar) was zero. At follow-up on (B)(6) 2024, mild pvl and moderate central ar were observed. At a follow-up on (B)(6) 2025, the grade of pvl had increased to moderate, and central ar had worsened to severe. No treatment was reported. The patient was on ongoing pharmacological therapies, including asa, ace inhibitors, furosemide, and statins. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.